Event description:
It was reported that pt had an operative hysteroscopy. Surgeon using a bipolar resectoscope with a 24 fr loop to excise fibroids. Loop not seen, md visualized the area and was unable to locate the loop. Surgeon proceeded with surgery using another loop, which also disappeared. Md visualized the area and was again unable to locate. Scrub tech inspected all sponges for loop tips and was unable to locate either loop. Surgeon re-examined uterine cavity with a diagnostic scope, there was no evidence of the loops. The cavity was irrigated extensively and again re-examined with the hysteroscope and again there was no evidence of retained loops.

Manufacturer narrative:
The customer is not returning the device due to being destroyed and not available. The equipment used in the procedure was the erbe electrosurgical generator. Without the device in question we cannot complete an investigation.